Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the catch beam, chassis, mechanism rails and top two batteries. Due to the corrosion observed a leak test was completed. Fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. Due to this tear, fluid was able to leak into the device and caused the observed corrosion. The battery voltage of all three batteries was measured to be lower than expected. An external power supply was attached in order to retrieve download data. No timeouts or drive stalls were observed. The pod generated an 0xcd hazard alarm indicating lvd interrupt was detected. Shelf mode current (smc) was measured to be high and out of specifications. The investigation was able to determine that the internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion, low batteries, high smc, and reported 0xcd lvd detection alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp3a.251005.004.b2. Hardware: pixel 7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported through investigation findings that the cannula appeared to be torn. Pod was worn between 1 and 4 hours. Blood glucose levels were above 250 mg/dl. No treatment was reported.